Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem showed that a battery was charging with no battery inserted. The cause for the charger resets and display that a battery was charging with no battery inserted was contamination on the battery pca, a shorted q1 current-controlling transistor, a shorted d2 component, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A u.s. Distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.